Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that due to failure of the video connector socket, communication abnormality with the scope occurred and when swinging the video connector socket, the image is intermittently displayed and disappears. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center connectors were broken and could not be connected. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.